Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was the gantry rotated in ccw direction at a fast rate of speed. Based on the available information, this issue has been initially determined to be a reportable event.

Manufacturer narrative:
The issue reported was the gantry rotated in ccw (counterclockwise) direction at a fast rate of speed. This event occurred during a service event; therefore, the system was not in clinical use. There was no harm. The philips field service engineer (fse) reported that after completing a sensor upgrade on the system, he was performing a 90 cor (center of rotation) calibration for the lehr (low energy high resolution) collimators when the gantry roll performed an unrequested motion. The gantry rotated in a ccw direction quickly until the cable management limit sensors were tripped and then all system motion was halted. The fse calibrated the gantry roll motion. The fse then power cleared the system and performed an auto calibration. The fse pro-actively replaced the servo amplifier for the gantry roll. The issue only occurred the one time and has not re-occurred. All of the available information and logfiles were sent to philips engineering which concluded: that during cor 90 calibration, gantry reverse rotation (grr) occurred and then halted when meeting the limit switch. The cause of this behavior is that the software does not correctly handle two conditions: motion reaches zero velocity but it not within the allowable distance from the programmed end position to complete the motion in a single step. Motion reaches the programmed end position, but the magnitude of the velocity is greater than the allowable range of values to complete the motion in a single step. The result of missing the thresholds for stopping is that the motion reverses direction and accelerates until the motion is stopped by external means (motion limit switch, activation of collision sensor, or activation of emergency stop button). The uncommanded gantry reverse rotation occurs very rarely in the normal use conditions. Furthermore, the gantry reverse rotation is not spontaneous, but a continuation of the commanded motion by the user and is detectable. The system has collision sensors, hardware and software travel range limits and emergency stop controls which can be relied on for the user to stop system motions. Per the instructions for use (IFU): before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. The emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. Internal cross reference: complaint (B)(4).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was the gantry rotated in ccw direction at a fast rate of speed. Based on the available information, this issue has been initially determined to be a reportable event.